Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and were implemented. CAPA#: (B)(4).

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® sodium fluoride edta (fe) blood collection tubes. The following information was provided by the initial reporter, "black embedded fm in the tube."